Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (guide catheter was reported to have kinked and may have resulted in the damage to the stent). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: inherent risk of procedure (stent deformation). Related to operational context (guide catheter was reported to have kinked and may have resulted in the damage to the stent). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
Physician attempted to deploy one resolute integrity stent, size and lot number unknown. It was reported that the stent was damaged during the procedure. It was also reported that 'guide was kinked' and could not navigate. No clinical sequelae were reported.